Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. D4, h4: please note that the serial number was documented as 10443 in the initial medwatch report. The correct serial number (101446) has been documented in section d4 of this medwatch report. It was documented in the initial medwatch report that the date of manufacture (dom) was unknown. The dom (november 15, 2017) has been updated to reflect the date the device was manufactured. The unique identifier( UDI) has been updated accordingly. Ud! - (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated attachment device, and the reported condition of heat was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was determined that the device failed visual inspection. It was noted that there were heavy signs of wear and unauthorized manipulation. The housing was loose, and scratches and dents showed application of improper tools. The coupler pins were devastated. The front housing showed signs of heavy wear. Due to the condition of the device received all allegation could not be reproduced. It was determined that the development of heat was likely due to the device not being serviced on time by the authorized site. It was further determined that the device failed pretest for general condition, marking and labeling, check the handpiece coupling, check pins length of handpiece coupling, check for mechanical free movement, check general function in running mode, and check oscillation frequency. The most probable cause for the found defects was due to unauthorized repair by a third party. A review of the device history was performed and no non-conformances were detected related to the reported condition.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Reporter's phone number was not provided. UDI - (B)(4). Device manufacture date: the device manufacture date is unavailable as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported from (B)(6) that the coupling pins of the attachment device responsible for connecting to the handpiece device were protruding inside the attachment device, causing friction with the inner shaft and noticeably heating up. It was noted that there was no involvement with a handpiece device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.